Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump turned off. When the customer inserted a new battery the whole screen was black and the insulin pump was vibrating. The customer disconnected from his/her insulin pump. He received sensor error alarms his/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump also had moisture damage on the motor, battery tube, keypad and vibrator assembly. No full back display, off no power, low battery indicator or keypad anomaly could be verified due to the blank display. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.